Event description:
2/25/99-source reported that the weld on the wire blade fractured and the hold clip fell off during the surgical procedure. First time blade was used, new unit. There was no patient injury as a result of the breakage.